Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, upon implantation the surgeon found the lens optic was defective. The lens was left implanted. There was patient contact. Additional information has been requested. There are three medical device reports associated with this file. This report is associated with the 1 of 3 files.